Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 540 mg/dl. Cause of high bg was not known. Customer administered bolus to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.